Event description:
Caller reported a cartridge alarm 30 that occurred during the load process, but the alarm did not adversely impact the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed on storing and returning the faulty pump and using a backup therapy method to ensure uninterrupted insulin delivery. The customer was also advised on programming settings and connecting their continuous glucose monitor to the replacement pump, which was shipped without requiring a delivery signature.